Manufacturer narrative:
Sc-1200 sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing increased pain, inadequate pain relief and overstimulation with the device on and off. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 7028839, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patient was experiencing increased pain, inadequate pain relief and overstimulation with the device on and off. The patient underwent an explant procedure.